Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported exchange with no complaint against the device. Later, healthcare professional reported "patient noticed rippling", "patient reports her breast feeling achy", "larger than the other side", "ptosis grade 1", ¿breast asymmetry", ¿limb was also low on the patient¿s chest¿ and found intact during explant surgery. Surgical intervention: capsulotomy. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ptosis, rippling, asymmetry"; 'limb was also low on the patient¿s chest".

Event description:
Healthcare professional reported exchange with no complaint against the device. Later, healthcare professional reported "patient noticed rippling", "patient reports her breast feeling achy", "larger than the other side", "ptosis grade 1", ¿breast asymmetry", ¿limb was also low on the patient¿s chest¿ and found intact during explant surgery. Surgical intervention: capsulotomy. This record is for the left side. The device has been explanted and replaced. The device will be returned.